Event description:
It was reported by the physician that the device reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model 419388, implantable pacing lead, implant date (B)(6) 2009. Model 5076-52, implantable pacing lead: implant date (B)(6) 2009. Model 694765, implantable tachy lead: implant date (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.